Manufacturer narrative:
The field service engineer (fse) discovered the mixer pulley, in position #2, had salt buildup and micro bubbles on the sample tubing and performed preventative maintenance (pm). The fse also observed a small crack on the precision pump housing. The fse replaced the pm kit and noticed micro-bubbles in the wash pump and manifold. The fse cleaned the wash valve and replaced the wash valve seal but did not resolve the issue. The fse then replaced the wash valve stator assembly and cap seal and resolved the issue. No further evidence of micro-bubbles or foam was observed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Wash valve stator assembly. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. The cause of the ind-flagged results was due to poor washing in the reaction vessels as a result of salt buildup on the mixer pulley and/or insufficient wash buffer dispense due to micro bubbles in the dispense lines, caused by wear on the wash valve stator. A specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported multiple assay calibration failures with bad fit and four initial indeterminate (ind) prostate-specific antigen (psa) patient results, involving the access 2 immunoassay system. The customer removed and discarded the reagent pack and was able to perform quality control (qc). The customer retested the patients' samples, on the same instrument, and obtained results within the normal reference range. No erroneous results were released from the laboratory. There was no patient impact associated with this event. The customer indicated system check and calibration failed on (B)(4) 2013, prior to the event. The customer cleaned and replaced the probes and retested system check. The customer calibrated psa and it again failed with bad fit. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Beckman coulter customer technical support (cts) advised the customer to discontinue use of the instrument until the issue was resolved.